Manufacturer narrative:
This charger model number was included in a field correction. Manufacturer's evaluation: corrective and preventive action (CAPA). Result: pocket heating was confirmed. The investigation for (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charing was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2012-12183. The pt reported warm discomfort and shocking sensations at the ipg site when charging. These sensations resolve after charging is complete. The pt reports she charges for about 4 hours a week, with 10-15 min breaks. The pt also reports lumps at the ipg site that cause constant discomfort. On (B)(4) 2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.